Manufacturer narrative:
Pending evaluation. Associated with mw5073961.

Event description:
During the procedure, while impacting the head on to the stem, the impactor instrument broke. Both pieces were recovered.

Manufacturer narrative:
Section h3: the complaint device was not returned for analysis. The customer experience was not confirmed. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design-related. No information was provided regarding the serial or lot information so manufacturing information could not be reviewed. The broken humeral head impactor tip reported was likely the result of impacting the device at an angle or applying a bending moment during impaction which led to crack initiation, propagation, and ultimate fracture of the device. However, this cannot be confirmed because the component was not returned for evaluation. The design of the has been in the field since 2004. The company is aware of 7 other similar complaint reports reported as "broken/non-functional" since 2014. The device reported is used in anatomic total shoulder arthroplasty, so sales data for humeral heads was used to calculate an approximate complaint occurrence rate of less than 0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Section h6: in review of labeling it is noted that only qualified surgeons knowledgeable in anatomy, biomechanics, and reconstructive surgery should use these devices. The surgeon must be fully knowledgeable about all aspects of the surgical technique and use these implants in accordance with the respective indications and contraindications it is essential that the proper surgical technique be used when securing locking components. This device is used for treatment, not diagnosis. Section(s): no information has been provided. Asked, not answered: a2, a3, a4, a5, a6, d4. All with out serial numbers unable to provide d4. Expiration date & h4. Without catalog numbers, unable to provide g5. Corrected data: section e4: initial reporter also sent report to FDA.